Event description:
The reporter stated the surgeon inserted and removed a micl12.6mm implantable collamer lens on (B) (6) 2009. The lens was removed due to lens being inserted upside down. The haptic was torn when lens was removed from pt's eye. No widen incision and no sutures required. No pt injury. The reporter stated the cause of this incident was loading error, the lens was loaded upside down.

Manufacturer narrative:
(B) (4) - (other) lens inserted upside down - (B) (4).